Event description:
Prior to a struma procedure, the instrument did not function. Another device was used to complete the case with no patient consequence. No further information is available.

Manufacturer narrative:
Analysis summary: based on analysis result, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The indentified blade damage may have occurred form external contact during pre-op general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the proceudre. Therefore, the instructional insert states: "scratches on the blade may lead to the premature blade failure" and "avoid accidental contact with other instruments during use. "The batch record was reviewed and no anomalies were noted during the manufacturing process. (510(k)#k002981)